Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 494 mg/dl. The customer was getting repeated no delivery alarms prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the prime test, and the customer didn't have the tubing clamp for the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.